Event description:
The following report was received by medtronic (covidien): injected dead space of marathon catheter with dmso then began injecting onyx 18 after about .4 of the onyx injection the injection was stopped to do angio. Began injecting onyx again with little to no resistance observed and noticed catheter ruptured at proximal location. The pause within injection was approximately two minutes. There was very little reflux 5mm at the most. The part of the catheter that ruptured was in the 044 dac (distal access catheter) made by codman. The catheter was pulled and another marathon catheter was used. There was no medical intervention required and no patient injury was reported.

Manufacturer narrative:
The marathon catheter was returned for evaluation. Onyx residue was found within the catheter hub and catheter tip. The catheter was found to be kinked and elongated. The tubing over the distal marker band was also found to be damaged. Significant elongation may occur when the catheter has been pulled. However, the cause for the damage to the marker band could not be determined. Based on the above findings the customer's report of catheter rupture was not confirmed as no ruptures were found within the catheter. All devices are 100% inspected for damages and irregularities during manufacture. In addition, the lot history records of the reported lot numbers have been reviewed and no quality issues were noted. (B)(4).

Manufacturer narrative:
Additional information:this report was created to capture events related to the marathon catheter.the catheter has not been returned for evaluation. The lot history records of the reported lot numbers have been reviewed and no quality issues were noted.information received from the same report as MFR:2029214-2015-00431. (B)(4)